Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker and a missing address and serial label.

Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 145 mg/dl. Nothing further was reported.